Event description:
Procedure: posterior/lumbar laminectomy (l2-3, 3-4, 4-5) with posterior lumbar interbody fusion. Surgeon inserted right interbody cage at l4-5 uneventfully. Attempted reposition of right cage with appropriate cage inserter and unable to obtain the cage with first tool. A second cage inserter/tool was unsuccessfully used to obtain purchase (grab) the cage. Surgeon noted anterior shifting of right cage with purchase attempts. The foreign body (cage) was removed from a different surgical approach. Immediately after cage retrieval, large amount of bleeding was noted and controlled with surgical intervention. At procedure end, the pt became bradycardic and hypotensive, and proceeded into cardiac arrest. Code called.